Event description:
It was reported that the patient's device was not working and it was removed. It was later reported that the patient experienced a loss of therapeutic effect. The patient had her device checked 2-3 months ago. It had "decoded" and was reading "ridiculous numbers." Her device had been off since may. The device did work for the patient's symptoms. The patient was at home. Further information is being requested from the hcp.

Manufacturer narrative:
.